Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that on (B)(6) 2020 the patient received the following results within 15 minutes: 46 mg/dl and 92 mg/dl. On (B)(6) 2020 the patient received the following results within 15 minutes: 29 mg/dl and 223 mg/dl.